Event description:
Notified from customer in 2008 that dlk occurred after performing lasik surgery with the bd customeyes kit 584492. It is unclear at this point which component if any was the root cause. It was indicated by the bd sales rep that the customer stated the irrigating cannula contained within the kit was not used. Instead, a reusable cannula was preferred by the surgeon. Ten lots were returned by the customer for evaluation. All returned lots were forwarded to a microbiology lab at bd canaan, CT. Bd canaan will perform endotoxin testing of all components within each kit. Components in the kit area: 1 1 bd visitec expanded spear (pack of 2) cat# 581709, 1 bd plastipak 3ml luer lock syringe cat# 301073, 1 bd visitec lasik irrigating cannula cat# 585250, 2 eye sponge (5/pk) cat# 28054bid, 1 csr plastic wrap (30" x 30") cat# 100078sar, 4 4x4 gauze swabs cat# 100065sar, 1 gloves - latex free and powder free cat# 8020575.

Manufacturer narrative:
The testing was inconclusive and additional kits with similar components will be tested. It is not clear at this time if bd product was at fault.